Manufacturer narrative:
Device evaluation: result - one opened 31g x 5mm pen needle sample and two photos were returned from lot 4311124, catalog 320165. A visual examination revealed the needle broken at the adhesive joint. There is an indentation mark on the hub post. The needle exhibits bending/curvature in an s-shape which may be indicative of the needle not piercing the shield but being flattened against the hub post by the shield flange. No shield was returned with the sample. A review of the device history record was carried out. In-process inspections were reviewed and no issues were found. Qa in-process inspections were reviewed and no issues were found. Final inspections were reviewed and no issues were found. Conclusion - bd was able to duplicate or confirm the customer's indicated failure mode. The product was not found within specification. There are two potential causes for the failure mode. The defect occurred as a result of user error. This can happen as a result of either: multiple reuse of the component leading to metal fatigue and fracture of the needle or the needle appears to be bent and the user attempts to straighten the needle, thereby breaking the component. The defect occurred during the manufacturing process. This investigation focused on manufacturing related causes for the defect only. From the process flow, there are two areas within the manufacturing process which control the quality of the needle to prevent the reported defects. Area 1 is the inspection systems, prior to shield assembly, which are used during the manufacturing process to ensure the quality of the pen needle. Both systems are vision systems which inspect 100% of all product manufactured. For needle height inspection, parts will be rejected if the needle point is not within the specification limits. For needle angle inspection, two inspection points are taken on the cannula surface. These points are used to calculate the angle of the needle in relation to the hub. If this angle is greater than 3 degrees, the part will be rejected. Area 2 is the assembly and inspection systems, during shield assembly, which are used during the manufacturing process to ensure the quality of the pen needle. Both systems are visual systems which inspect 100% of all product manufactured. Following lubrication of the needle, a vision system inspects 100% of product manufactured for gross angularity. This system is designed to ensure that no product has been damaged during process steps after initial angle inspection. This inspection system is identical to the needle angle system used in area 1. The purpose of this inspection system is to ensure that the needle will not come into contact with the shield during assembly of both components. Following this inspection the shield is assembled to the hub component. There are two potential manufacturing root causes which can lead to the reported defect: excessive angularity of the needle to such a degree that it contacts the shield during assembly or misalignment of the shield in relation to the hub such that it contacts the needle during assembly. Following the shielding process, all product is inspected to ensure that the needle has not penetrated the shield as a result of the shield assembly process. This condition can lead to the reported failure mode. There is an on line inspection system that will reject the part if the needle has penetrated the shield. An engineering investigation was conducted which investigated potential manufacturing causes for the reported failure mode. This investigation identified an assignable cause as being a build-up of debris in the shield loading bar, causing the shield to be positioned higher than normal and at angle to the hub onto which it is being fitted. This may lead to the cannula being caught between the shield and hub and being bent backwards onto the hub post, potentially penetrating the shield. As part of the investigation manufacturing signals which could be indicative of the presence of the assignable cause been present. These signals were evaluated by engineering to determine their significance and have either been discounted or found they would result in the activation of the non-conforming material procedure. Additional evaluation of assembly line production data from the time period of the affected lots indicated an additional potential signal for the reported failure mode. This signal is consecutive shield loading failures. A potential cause of this stoppage is a shield jammed in the shield bar. It was concluded to further investigate this effect. As a containment action for this complaint, a temporary work instruction ((B)(4)) was implemented to record event occurrence of debris build up in the process. A review of the results from this evaluation indicate that there have been no instances of debris since the implementation of this work instruction. A review of corrective maintenance records for the time period of the affected lot indicated that a valve controlling the pick and place unit was replaced during the week after the affected lot. This record was reviewed by engineering and it was concluded that this event could be ruled out as a contributory factor. This was discounted on the basis that the machine would not be run in this condition and occurred outside of routine manufacturing. A review of preventative maintenance records was conducted by engineering. For the time period under review no issues were identified. The engineering team identified additional potential causes for this failure mode, which will also be investigated. Misalignment of the shield load bar with the position of hub assemblies on the assembly machine. Bent cannula which passes the gross angularity inspection test, prior to fitting of the shield onto a hub. An engineering study was performed on pen needle line 11. The purpose of this study was to determine the effect of the factors, identified above, in relation to the reported defect. Debris in the shield load bar causing misalignment of the shield. Loose cannula in the shield load bar causing misalignment of the shield. Misalignment of the shield bar. The results of this study indicated the following the introduction of debris and the loose cannula into the shield load bar although causing misalignment of the shield did not result in any damage to the cannula. All shields were loaded correctly. When the shield bar was misaligned it was not possible to operate the assembly line. As a result it was concluded that the potential root causes shown above could be discounted from further investigation. An additional trial was conducted by engineering whereby the cannula was deliberately bent after the gross angularity inspection system. Following shielding of the components it was noted that the cannula had been damaged and parts were found to exhibit similar damage to the reported defect. A potential root cause for this event was determined to be operator intervention on the assembly line at the point in the process immediately after the gross angularity vision inspection system. During this intervention, it is possible for the operator to come into contact with product and damage the cannula. There are approximately 48 components in the area between the gross angularity inspection system and the shield load station. The needle is exposed at this stage and therefore there is a potential that an operator intervention could lead to damage of product. A what is what is not analysis was performed to identify all known causes of the reported failure mode and whether these causes could be contributory to the reported failure mode. Following the results of the engineering investigation and experimental studies performed that failure cause was identified to be bent cannula. It was noted that this failure cause has not been quantified as been the result of damage occurring post the final angularity inspection performed. A fault tree analysis was conducted to identify all the events with the potential to cause the reported defect. This was used to analyze the probability of occurrence of the defect occurring and respective influence of each event on the defect. Cid (B)(4) has been raised. Additional guarding shall be introduced in the area between the gross angularity inspection and shield loading process to reduce the risk of product damage occurring during operator intervention. Further risk mitigation activities were identified through the fault tree analysis. A temporary work instruction ((B)(4)) was implemented on (B)(6) 2015 whereby baseline sampling was introduced for three consecutive manufacturing lots for the (B)(6) market. An additional sampling plan to normal process controls was implemented to determine the base rate quality level for the reported failure mode. All three lots have been subjected to this sampling plan. There were no observed defects.

Manufacturer narrative:
(B)(6). A sample has been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the bd micro-fine insulin pen needle was suspected to have broken off in the patient's abdomen during an insulin injection. Per the nurse's description, there was nothing abnormal noted during priming, she did not re-shield the needle after she prepared the injection, and this was an unused pen needle. The patient's injection site was soft and there was no leakage noted during or after the injection. The patient had an x-ray and a b-mode ultrasound but the broken needle was not located. It was later found on the ground near the patient's bed using a magnet. The patient was reported to be in stable condition and left the hospital in 3-5 days.